Event description:
The patient had one endeavor sprint rx drug eluting stent implanted in the proximal cx. During staged procedure. However, it was reported that approximately 4 months later, the patient expired. Cause of death was reported as due to acute pulmonary edema. Cec adjudicated that the patient death was a cardiac death.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4).